Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began when the subject meter was new, approximately (B)(6) 2015 (date/time not known). The patient stated that he obtained a result of "100 mg/dl" using the subject meter compared to feelings/normal results. The patient manages his diabetes with a combination of humulin 50 mg insulin and glipizide 5 mg oral medication. The patient stated that he took more food/drink in response to the alleged product issue (date/time not known). The patient claimed to have developed the symptoms of "sweatiness and headaches" after the alleged product issue began (date/time not known); however he denied that he received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient was unable to perform a walk-through test due to his control solution being opened for more than 3 months and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "sweatiness" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.